Event description:
The patient received a heart transplant on (B)(6) 2019. No complications were reported. No additional information was received.

Manufacturer narrative:
The approximate age of the device is 4 years and 1 month. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that while the patient was connected to the power module, multiple speed drops were noticed, which led to the pump "starting and slumping". When the patient switched to battery power, no alarms or other unusual events occurred. The patient went to the hospital, where log files were analyzed and x-rays were taken. Log files showed large speed drops while connected to power module and normal pump operation while connected to batteries. X-rays confirmed a short-to-shield condition. The patient was placed on an ungrounded patient cable and moved up on the heart transplant list. No further information was provided.